Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, the suggested event occurred. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial report.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 scope error. It was also reported that there were issues with the filters in their third party washers. The issue was found during preparation for use and the procedure was completed with a similar device. There was no patient involvement, harm or clinical impact. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegations were confirmed; the plug body was disassembled and fluid ingress was evident throughout triggering both pink moisture indicators. Fluid droplets and corrosion were also evident. The additional evaluation findings are as follows: the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the control body-aspiration housing was worn and had a colored ring and the suction connector had water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.